Event description:
It was reported that the pump touch screen was cracked and unreadable. Subsequently, the customer experienced an elevated blood glucose level displayed as "high"; although specific value was not provided. Cause was due to the customer administering a mealtime bolus but did not eat the correct amount of carbohydrates that were entered into the bolus menu. Customer delivered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.